Event description:
Customer reported that a pyxis anesthesia es system drawer did not release during a procedure, preventing user access to medication. The nature of the procedure was not disclosed. Customer later reported that the drawer properly released. Patient or user harm was not reported.

Manufacturer narrative:
Customer reported that a pyxis anesthesia es system drawer did not release during a procedure, preventing user access to medication. The nature of the procedure was not disclosed. Customer later reported that the drawer properly released. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). A field service engineer reported that the customer cancelled the work order request. Drawer reported as working as intended. Customer confirmed device is operational.

Manufacturer narrative:
Section e- all accurate information has been provided for the initial MFR 2016493-2022-99169 within the required fields. Correction information for the initial MFR 2016493-2022-99169 was provided in section a1. D1, d4, g1, and h6. Upon investigation of the actual device used in this incident it was determined that pyxis anesthesia es system drawer did not release during a procedure. A field service engineer confirmed that the issue was resolved by the customer. The system functioned as intended after the customer resolved the issue. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 21-sep-2020 to 21-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.

Event description:
Customer reported that a pyxis anesthesia es system drawer did not release during a procedure, preventing user access to medication. The nature of the procedure was not disclosed. Customer later reported that the drawer properly released. Patient or user harm was not reported.